Manufacturer narrative:
(B)(4). The review of the batch manufacturing records was conducted, and the batch met all finished goods release criteria. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a sling procedure on unknown date and the mesh was implanted. It was also reported that after the surgery, the patient could not walk and was told it was epidural. The patient experienced severe pain and burning in groin and leg, and a pain when going to and after doing the toilet. The patient received constant antibiotics for infection. Few weeks later, the patient was diagnosed with p.a. The patient feels sleepy and tired all the time. It was also reported that r.a. Is in overdrive. The patient stated that she feels like wearing a tampon dipped in acid, and has pain all over now, especially in groin, hips, knees, back and neck due to r.a. Which is supposed to be slow progression going by markers yet. The patient is experiencing a dyspareunia and abnormal smears in past and was admitted to the hospital to have a smear test done under general anesthetic. The patient also has allergic reactions when mouth, throat and tongue are swollen after metal dental plate fitted. The patient is experiencing abnormal bleeding that smells, severe itching, scalp bleeding because of scratching, pain when sitting like something hot and hard burning inside and cheese-wire slicing sting when sneezing or coughing hard. No further information is available.